Event description:
The surgeon was using this 2mm micro pituitary during a minimally invasive micro discectomy case. It was reported that the instrument was being used in an appropriate manner to the procedure and the biting area of its jaw broke while pulling out the disc. It was reported that the tissue was not hard. No portion of the instrument was left in the patient. There were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.